Event description:
The patient reported her ipg has become very superficial and it is causing a lot of discomfort. It was noted, the patient had a recent weight loss. It was also reported, the patient doesn't currently use her scs system.

Manufacturer narrative:
1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.